Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level was 38mg/dl. The customer treated lows with food. Troubleshoot was conducted. The mother states the customer and pump were not present, and they would have customer call in at a later time to continue and compete troubleshoot.